Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined.

Event description:
Olympus was informed that during a therapeutic tubal ligation procedure, while the physician was inserting the inner tocar into the device the rubber cap broke into several little pieces and fell into the patient's abdomen. There was a 30 minute delay while the device fragments were completely retrieved using a laparoscopic instrument. No x-ray was performed. The intended procedure was completed using a similar device. There was no patient injury reported. Additionally, it was reported that the fallope ring kit was inspected prior to the procedure with no abnormalities were noted.

Manufacturer narrative:
The device was returned to olympus for evaluation. Visual inspection found the applicator in position 2 with the reducer still installed on the trocar. The center hole (5mm) was damaged and there were pieces missing (these pieces were matched with what was returned in the specimen jar). The most likely cause of the reported event is that a 5mm reducer was used with the 8mm instruments in the kit resulting in the reducer becoming damaged and break apart. The instruction manual warns users: ¿warning indicate that equipment may be damaged or may malfunction by misuse.¿